Event description:
Pt reported obtaining a blood glucose result of 235 mg/dl on the suspect device. Pt indicated that she took no action based on this value. One hour and 15 minutes later, pt's friend reportedly found her unresponsive. Pt's friend phoned emergency medical services for assistance and attempted to give/treat pt with an oral glucose substance. Upon paramedics' arrival, approx 10 minutes later, pt's blood glucose reportedly measured 8 mg/dl (on paramedics' device). Pt was treated with an intravenous glucose solution and was subsequently transported to the hosp for add'l treatment. Pt stated that she remained hospitalized for 3 days, during which her blood glucose level was closely monitored. While on the line with technical support, qc testing was performed on the device. The level-one control solution tested within the acceptable range; the level-two control solution tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.